Event description:
Complainant alleged that while attempting to treat a pt, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that the clinician obtained another device to continue treating the pt.

Manufacturer narrative:
Zoll medical corporation has received the device for eval and this complaint is still under investigation.